Manufacturer narrative:
Corrected information was provided in d1 (brand name), d4 (catalog) and d4 (serial number). Upon review, the section d brand name, catalog and serial number have now been updated. Corrected information was provided in e1 (zip code), and e1 (zip code extension). Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury (anemia) was not determined due to insufficient clinical details. The cause of the bleed was most likely use issue related due to anticoagulation management since hemostasis achieved by stopping the heparin.

Event description:
60m history of pulmonary fibrosis, copd, cocaine abuse. Presented with cp/ nstemi. Patient had an impella assisted opcab x3 (lima to lad/ svg to d1, svg to plb) there were no noted device related alarms or issues with impella during support. There was a note made of transfusion, this does not appear to be related to any bleeding event/ likely transfused for perioperative anemia. The device was successfully explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.